Manufacturer narrative:
Initial and final MDR 1883428 - MDR 8021545-2024-00899 - device 3 of 3. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with three infusions set fell off within 4-5 days of wear and not getting a full seven days of wear time. The issue was with tape not sticking well. No further information available.